Event description:
It was reported that the patient experienced discomfort due to their inflatable penile prosthesis (ipp). The discomfort was caused by a right cylinder aneurysm. The ipp was explanted and replaced as a result. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the explanted ipp was implanted on (B)(6) 2007.

Event description:
It was reported that the patient experienced discomfort due to their inflatable penile prosthesis (ipp). The discomfort was caused by a right cylinder aneurysm. The ipp was explanted and replaced as a result. No complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.